Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced difficulty manipulating the pump and inflating their device. No patient complications were reported. No further information is available at this time. Further information was requested and has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.